Event description:
The duodenovideoscope was returned to the service center for a separate issue. However, an MDR reportable failure was identified during testing at the service center. During inspection of the device, rust was found inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.